Event description:
A customer reported an issue with infusion and had problems switching to air during surgery. There was not harm to the patient. Additional information has been requested.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for evaluation. A root cause has not been identified. (B)(4).